Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed an overflowing eic and determined the cause was an obstruction in the eic waste port. The obstruction was cleared and the instrument restored to specifications. The failure mode is an obstructed eic port. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer's electrolyte injection cup (eic) was overflowing and not draining. The customer stated that fluid leaked from the eic cup and down onto the laboratory floor. The customer was wearing proper protective equipment (ppe), including gloves, protected eyewear, and a laboratory coat during this event. There were no injuries and no one had to seek medical attention. No erroneous results were generated.